Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The probe unit pink rubber was cut/torn. The investigation also identified the following issues: forceps cover glue peeling, biopsy channel leaking and not an olympus part, the distal sheath glue chipped and not an olympus part, the elevator water flow inlet loose, low tension on the control knob, the distal sheath not an olympus part, dent in the light guide cable, multiple broken ultrasound elements, and an inconsistent insulation test result. The device was repaired. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope was found during reprocessing with torn rubber on the ultrasound tip. There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the torn rubber on the ultrasound tip likely occurred due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.